Manufacturer narrative:
Method record review result - a review of the manufacturing records indicated all device specifications and quality requirements were satisfied. Medcomp received notification of the event from our (B)(4) rep. He received notification from the (B)(4) competent authority requesting that an investigation of the event be carried out by the manufacturer. Medcomp was previously unaware of the event. Medcomp contacted our distributor in (B)(4) and requested information regarding the event and the return of the device involved. The sales rep who was dealing with the reporting facility reported that she was "advised that all information they felt necessary was sent to the (B)(4) medicines board, they are not prepared to complete the forms she brought in to them." Without evaluation of the device involved, and additional information regarding the event, we are unable to determine the cause of factors which contributed to this event. The report indicated that the crack resulted in "tpn leaking". The medcomp split cath ii is indicated for use in attaining long-term vascular access for hemodialysis and apheresis and should not be used for any purpose other than indicated.

Event description:
It was reported that there was a "crack at the venous joint cancer resulting in tpn leaking."